Manufacturer narrative:
Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.55ozf-in). Inpen passed front cap investigation. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. Therefore, the customer concern of difficult to dial/dose could not be confirmed. Inpen was received with cartridge holder (novo), bayonet sleeve (novo) and inpen mobile app does state is novo in use and it's the correct fittings. No cartridge damage or mismatch noted during visual inspection or during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin won't come out (inpen), and difficult to dial or dose. The customer reported a blood glucose value of 300 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The cartridge holder was damaged and there additional resistance experienced when turning dose knob or dial greater than 4 units. The symptoms the customer is currently reporting related to high blood glucose were headaches and drinking water a lot. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed for the damaged inpen, and the inpen was replaced. Troubleshooting was partially performed for the high blood glucose. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105nnpkna was requested, and the customer's response was that the device would be returned.